Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 3 years ago. Aneurysm and vessel morphology at the time of implant were requested, but were not provided. It was reported that the physician commented that the talent abdominal stent graft migrates. Upon further inquiry about this comment, the physician clarified that his comments were made in a general fashion and that he has not used many talent stent grafts, but has recently had a patient who was implanted with a talent stent graft present with a type 1 endoleak. Films were provided showing repair of the endoleak was performed; however, no stent graft migration was noted. No additional details were provided.

Manufacturer narrative:
(B)(4). Evaluation: results: endoleak, results/conclusion: other lack of information (device information, events leading to the endoleak, aneurysm and vessel morphology were not provided).